Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: was there a drop in pressure? Yes. If yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? Pressure was set at 15. Do not have consumption rate. Were you able to identify where the leak was coming from? Between the white universal seal and housing of the tracer. Was a device inserted in the trocar during the leaking? Yes, and no if so, what device? It was leaking with a 10mm babcock inserted and also leaking when the trocar was torqued without anything inserted. Was any torque being applied to the trocar or device? Yes. Patient had a thick abdominal wall.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocars were leaking gas when torque was placed on the instruments. Another device was used to complete the procedure. There were no adverse consequences for the patient. Devices were discarded.